Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker was explanted due to infection and sepsis. It was reported that following a valve surgery, vegetation was reported on the patient's valves. Following explant of the implanted system, this device was used as external temporary pacing support while antibiotic therapy was given. No additional adverse patient effects were reported.

Event description:
Additional information was received that the temporary system was replaced with a new temporary system. Two new temporary leads were implanted, however it appears that device was still being used as external temporary pacing support while antibiotic therapy was given. No adverse patient effects were reported.